Event description:
Philips received a complaint on the earlyvue vs30 indicating the device is displaying inaccurate readings for nbp. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that calibration continued to fail. The customer was advised to install a new nbp pump and front-end assembly in the monitor, test and calibrate nbp, and place the monitor back in use. The customer was provided with part information to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.